Manufacturer narrative:
Bayer service performed a check of the avanta fluid management system and found it performed within specifications. The disposables used in the reported occurrence were discarded by the customer and unavailable for evaluation. In addition, lot numbers were unable to be provided; therefore testing of retained samples is not possible. The customer declined an offer for additional applications training at this time. The avanta fluid management system operation manual cautions the user as follows: "do not connect a patient to the injector, or attempt an injection until all trapped air has been cleared from the syringe and fluid path." "Warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient."

Event description:
The following information was obtained from a bayer representative: a (B)(6), male patient underwent a coronary angiography procedure while connected to the avanta fluid management system. No air was visualized, however the patient developed chest pain and elevated st levels following the saline flush; therefore an alleged air injection was suspected. The patient was treated with nicorandil and was reported to recover. No further intervention was necessary.